Event description:
It was reported that during central processing, the user facility identified tips on the large suturecut needle driver instrument were not meeting. Nothing reportedly fell into a patient. The instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigations revealed there was a broken grip close cable at the distal idlers. The idler pulley spun freely and was not damaged. The cable segment was sticking out at the instrument's wrist. Additional observations found during investigations was pulley damage. There were indentations at the edge of the distal pulley. Evidence not conclusive, but the pulley damage may be due to mishandling. The instruments and accessories instructions for use (IFU) specifically states: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the malfunction could cause or contribute to an adverse event, if to reoccur.